Event description:
Pt experienced a post-op infection and had to be hospitalized. The pt was administered IV antibiotics for 48 hours to treat the infection. The pt was subsequently prescribed antibiotics for one week. The infection was present at both the lead and generator incision sites. It was reported that post-operatively the pt received marginal incisional care at the group home where they reside. The physician reported that the pt is doing well now and the infection has resolved.